Event description:
It was reported that during the implant procedure the lead helix was not extendable and the stylet was not insert the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4). Upon inspection it was noted that the distal conductor of the lead was distorted and fractured. Upon inspection it was noted that the defib conductor of the lead was distorted. Upon inspection it was noted that the helix/lobe of the lead was distorted. Upon visual inspection it was noted that the lead deformed/fractured within 5cm of the inner coil. Upon visual inspection it was noted that the lead was damaged during the implant process.